Event description:
The customer reported generating a false low na (sodium) result for 1 patient sample involving a unicel dxc 800 synchron system and the result was reported out of the laboratory. The customer repeated the sample and amended the report when the issue was noticed. The customer initially reported low recoveries on 5 patient samples but the differences in results for 4 of the samples were within assay precision claims. There was no change or affect to patient treatment in connection with this event. Instrument printouts provided by the customer indicated that an original na result of 135 mmol/l was obtained. The sample was repeated on an alternate dxc analyzer and a result of 140 mmol/l was obtained. The sample was repeated again on the original dxc analyzer and a result of 137 mmol/l was recovered. It is unknown if the report was amended to 137 mmol/l or 140 mmol/l. The customer indicated that na quality control prior to the event was within the laboratory-established ranges. Beckman coulter field service engineer (fse) noted bubbles in the ratio pump. The fse replaced the ratio pump, na measuring and reference electrodes, as well as the cl (chloride) electrode tip. Repair was verified per established procedures and failure mode is believed to be the ratio pump.

Manufacturer narrative:
Failure mode is believed to be the ratio pump.